Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the screen of insulin pump had deep scratches. The customer¿s blood glucose level was 132 mg/dl at the time of the incident. Customer stated that there was no physical damage to the lip ring. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with scratched overlay and moderately scratched lcd window. (B)(4).